Event description:
Reporting status: death. Reporting rationale: perforation leading to cardiac tamponade resulting in death. Device issue: none. It was reported that the procedure involved a previously placed 2.75 stent, from another company, that was opened on both ends, but stenosed above and below the stent. Below the stent, a 2.0 mini vision was placed. A 4.0 x 28mm promus stent was placed above the other co's stent and was inflated up to 14 atm, several times, upon removal, it ballooned, and in the angiogram a perforation was seen. Contrast was spilling out of the vessel into the pericardial sack. Before placing the promus stent, an intravascular ultra sound (ivus) was performed for sizing. It was confirmed that the selected promus was oversized. There was an attempt to place two graftmaster stent grafts inside the promus stent, to try and fill the perforation, which was successful; however, the pt lost all vital signs. CPR was performed and the pt was sent to the operating room using a heart and lung bypass machine. The pt was sent to the ICU; however, expired when taken off of the bypass machine. No additional event or patient info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes primus as its own brand labeling of abbott vascular's drug eluting stent in the us.